Event description:
Ventricular peritoneal shunt inserted 12/31/92. 1/6/94 parents noted lethargy & vomiting & swelling over shunt site for 3 weeks. CT scan showed shunt tube broken off just distal to the valve. Reinsertion of valve and peritoneal end of shunt tube 9/4/93.